Event description:
I had my medtronic model aadr01 ((B)(4)) checked by my(B)(6) cardiologist in (B)(6) 2021 and battery time remaining was 1 1/2 years. The device was installed (B)(6) 2009 and always shows to lowest usage range, less than 1%. In early (B)(6) I began having brief episodes of light headedness, never quite fainting, never lasting too long. On the (B)(6) while driving, I had several more frequent and longer lasting spells and went to (B)(6) hospital ER in (B)(6). They checked the pacemaker battery life and said it was' good'. A heart monitor documented a portion of my heart was skipping beats and when this happened my blood pressure would increase. After a several day stay I was put on metoprolol ER 25 mg and released with symptoms abated. In (B)(6) 2021 I had an abnormal stress test, and in preparation for that the pacemaker battery life was checked and was down to 5 months. In (B)(6) received a stent and was my aortic valve was deteriorated to the point of needing replacement and additional tests were preformed. I was told a tentative date for surgery was (B)(6) 2022. On (B)(6) 2022 I again began experiencing the same light headedness almost fainting which had occurred in (B)(6). My blood pressure would go up to as high as 130/110 and as low 98/60. These symptoms got worse the morning of (B)(6) 2022. I made an immediate appointment with my fl cardiologist and while there asked if I could begin the process of getting my pacemaker replaced as the battery was due to expire about the time of my tentative surgery in (B)(6). I was able to get it checked the afternoon of the (B)(6) when it was discovered the unit had gone into 'backup' mode (rrt?) And I was being 'paced' at 65 and only one chamber was receiving a signal. I am writing because I believe this model was malfunctioning in (B)(6) 2021 and because this model's battery experienced significant discharge in a period of 9 months. FDA safety report ID# (B)(4).